Event description:
It was reported that a patient had a dcdc value of 7 on a system diagnostic test. The physician asked how much battery life would be remaining for the patient, but no further patient or product clarifying information has been provided to date.